Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule successfully attached to the patient¿s esophagus but did not release from the delivery system. It was still attached to the delivery device and they did not attempt to break the handle. The procedure was repeated on the same event. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.